Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 5:00pm, the patient had confusion and passed out from hypoglycemia. The dexcom app showed signal loss. The last know egv was 85 mg/dl sometime prior. The patient was unaware whether the app alerted to signal loss state. He was unconscious for 5-10 minutes. The spouse noticed that on the follow app there was no egv. The wife provided him instant glucose and he recovered after treatment. The patient could not recall any taken bg fs value during the event. The patient was fine/good during the report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.